Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Event description:
It was reported that the foley catheter balloon would not inflate. The complainant reported that the area around the inflation port became distended and no water reached the balloon. The foley catheter was removed and replaced. No medical intervention was reported.